Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving cadd pump was reported that the pump was found with multiple issue including a bubbled and unattached downstream occlusion (dso) seal. An unattached dso seal can impair the pump¿s ability to accurately detect occlusions, which may result in delayed or missed occlusion alarms and potential interruption or under-delivery of therapy.